Event description:
It was reported that the patient presented to hospital after receiving inappropriate therapy for suspected svt. Intermittent atrial undersensing led to the svt discriminators detect vt instead of svt. Programming changes were made and device remains implanted.

Manufacturer narrative:
No medwatch form was received.